Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the black box showed that on 09/23/2013 there was a replace cartridge alarm recorded; deliveries never resumed. On 09/17/2013 at 14:11 a replace cartridge alarm was recorded; deliveries resumed at 20:38. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. Unrelated to the original complaint, the display had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2013 the patient was hospitalized for elevated blood glucose (bg) over 1500 mg/dl. The patient reportedly experienced intestinal problems, kidney shut down, dialysis for 2.5 months, and a coma for six days. The patient reportedly discontinued insulin pump therapy. The reporter did not specify what kind of treatment for the bgs that the patient received in the hospital. Additional troubleshooting could not be completed for the alleged hyperglycemia due to an unrelated pump issue. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia of unknown cause while using insulin pump therapy, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.